Event description:
The customer stated that she noticed arrows on the display to the left of her reading. She also noticed her reading had a decimal point. Customer service found the meter was reading in mmol/.l and had been for the last three readings. The customer had not been taking the proper dose of insulin based on the readings. She was interpreting 19.3 mmol/l and 193mg/dl. Customer service assisted the customer in switching the meter back to mg/dl and began to troubleshoot the meter. The check standard result of 499 was within the 409-624 range. A control test could not be perfrmed within the 409-624 range. A control test could not be performed, because the customer did not have solution. Customer service discussed technique and how to verify a proper fill. The customer's meter will be replaced and the currentl meter will be sent for evaluation.